Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose level. Blood glucose level at the time of incident was 50 mg/dl. Customer reported they treated the low blood glucose low with food. It was unknown whether the auto mode was active or not at the time of incident. The troubleshooting was declined. The insulin pump will not be returned for analysis